Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture of january 28, 2019 to march 27, 2025. This review confirmed that the device has not been returned for servicing and that there is no production failures associated with it that would correlate with the customer-reported issue. Upon investigation of the actual device used in this incident the device's logs showed that the user had multiple biometric scanner spoof errors, then the device went to failover mode and asked for user credentials where they had entered the wrong credentials. A technical support specialist advised the user to re-register their account by creating a new password and a new registered biometric fingerprint to the machine. The system was functional as intended. The report that the caregiver was not able to login at cathlab1 was confirmed by a bd technical support specialist. According to the case notes, a bd technical support specialist instructed the user to reset their account by setting a new password and biometric fingerprint. The system was functional as intended after the user completed re-registration. Laboratory testing was not conducted as the device was not returned for investigation. The device was not received for this investigation and could not be externally inspected. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a pyxis medstation es system biometric scanner failed and user unable to login into device which delayed anticoagulation or antiplatelet therapy. Customer stated that they washed hands and tried another time, still unable to login to station and they had to go to another station on the floor to get the required medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system biometric scanner failed and user unable to login into device which delayed anticoagulation or antiplatelet therapy.customer stated that they washed hands and tried another time, still unable to login to station and they had to go to another station on the floor to get the required medications.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device's logs showed that the user had multiple biometric scanner spoof errors, then the device went to failover mode and asked for user credentials where they had entered the wrong credentials.a technical support specialist advised the user to re-register their account by creating a new password and a new registered biometric fingerprint to the machine.the system was functional as intended.